Event description:
During a microlaryngoscopy and excision of the left laryngela lesion, the laryngoscopy blade with tip of fiberoptic light broke and fell off patient's mouth while doctor was using it to reposition the endotracheal tube. No injury to the patient.